Event description:
It was reported that: the nurse was performing an x-ray on the pt and moved the radiant heater to the side. After the x-ray, the nurse went to move the radiant heater to the back and the device fell. The nurse was able to catch that device. Neither was a pt nor user injury reported.